Event description:
Info received indicates, the brake is not fully engaging the caster wheels and preventing the brake from holding.

Manufacturer narrative:
The tech found the brake tabs are not contacting the caster wheels. The tech adjusted the casters to repair the bed.